Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the first follow-up post implant, the right ventricular (rv) lead had high threshold. The lead was explanted and replaced and the patient was stable.